Event description:
The facility reported a flogard device that was "reading an error on the read out code 9." The error code 9 observed during patient infusion and therapy was interrupted. A new pump was used to continue the therapy. No patient injury or need for medical intervention was reported. Although requested, additional information has not been provided to baxter.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the pump. The customer reported condition of a flogard infusion pump that read "error code 9" during patient use was confirmed during the product evaluation. This condition was caused by a dirty safety slide clamp. The reported condition was corrected by cleaning the safety slide clamp. The device was repaired, tested and returned to the customer.